Event description:
It was reported that the right ventricular lead exhibited intermittent failure to capture and r-wave amplitude variation. The right ventricular lead was capped and replaced on (B)(6) 2022. There were no known patient consequences.